Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent repair of aneurysm of abdominal aorta procedure on (B)(6) 2016 and suture was used. During the hemostasis of the lumbar artery, the needle broke off. A piece of the needle remained in the retro-aortic tissue. The piece was retrieved performing a surgical scopy and dissecting the retro-aortic tissue. Additional information has been requested.

Manufacturer narrative:
Actual device was returned for evaluation. Visual inspection was performed and a fracture was observed at the suture attachment of both components and it appears the 2 components may be mating pieces. The breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.